Event description:
Olympus (omsi) was informed that the customer evis exera iii video system center is not working with video cable connector, ¿no image when tjf-q180v, gif-q150 scopes are connected but image found when 190 series scopes are connected¿. The event was found during preparation before use. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The referenced device was returned for service. The evaluation confirmed the customer¿s reported issue as there was no image on the monitor screen with 180 due to a defective patient board. Additionally, the power switch is stuck intermittently due to a defective power switch and there is dust/debris inside the unit. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was duplicated. As to the cause of the defect, the subject device might have been affected because it was manufactured before the circuit design of the operational amplifier of the patient circuit (dr) board was changed. As to the phenomenon "no image with 180 scope," the change history of parts was checked and it was found that the design of the dr board was changed on april 16, 2018. It was unknown if this design change was related to the reported phenomenon or not. Olympus will continue to monitor field performance for this device.